Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, wire popped. The procedure was completed. The reporter did not indicate patient outcome. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue of wire popped. .

Manufacturer narrative:
The tenaculum forceps instrument was returned and evaluated by the failure analysis (fa) team. Fa could not replicate or confirm the customer reported complaint. There were no popped wires observed during the visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. Additional finding not related to customer reported complaint: the instrument was found to have two of the housing snaps broken. The broken piece was returned, measuring roughly 0.1035" x 0.3415" in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps do not show damage.

Event description:
Refer to h10/h11 for follow-up information.